Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that she had a hypoglycemic event with a low blood glucose of 29 mg/dl. The customer reported that the insulin pump had been dropped and the reservoir compartment broke and that the seal became exposed. The customer was treated by paramedics with an IV after having a diabetic seizure due to the low blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had normal operating currents and no unexpected off no power or low battery alarm noted. However, the insulin pump was received with broken reservoir tube lip, cracked reservoir tube window, cracked belt clip slot at the battery tube threads area, cracked battery tube threads and cracked case at the display window corner.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.